Manufacturer narrative:
H6: investigation types, investigation findings and investigation conclusions updated. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148779 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 148779 and device part number 195-430h / lot: 141955a. The lots met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148779 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
This supplememtal report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 self test. Per the consumer the first test result was positive. Retesting was performed and generated negative results. No additional information, including patient treatment and outcome was provided.